Event description:
While servicing the device, a philips authorized service personnel (asp) found the device had experienced a defib test failure. There was no reported patient or user involvement and no adverse patient/user impact.